Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that the silent nite sleep appliance had an anchor that popped out. No additional information was received.

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b5, d9, h6. Manufacturer reference: (B)(4).

Event description:
Additional information was received reported that the event occurred when initially attempting to place the device on the patient. There was no harm to the patient and no intervention was required. The date of event could not be confirmed.

Manufacturer narrative:
Additional information: d4. Corrected information: g4. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears clear. General cleanliness - the returned device appeared to be unused. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).